Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was scheduled for reprogramming/ a check up with a new physician. No further information was reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had two devices implanted for the bladder for leakage. She stated that the two devices had never worked or given her relief since implant. She indicated that she could feel all electricity going down to feet on the right side. On the left side, she would put it up really high and for some reason it was not functioning right. No actions were taken prior to the call and she was calling to set up an appointment with a manufacturer representative (rep) to check her devices. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant never helped her and she would flood all the time. The patient stated that she had no control and it was getting worse. The patient mentioned that she was thinking of removing both devices because they were not doing her any good. The patient noted that she had a pain on her right side and she needed an MRI to see what was happening. The patient reported that she used the patient programmer to adjust the setting but when she increased stimulation it caused trouble for the bowel or bladder so she turned stimulation down. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.